Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that on (B)(6) 2017 that the patient was undergoing a revision knee surgery. The surgery was a stage two where the spacer was being removed and a zimmer biomet knee was being implanted. It was found after the surgery was completed that the trabecular metal tibial augment expired on (B)(6) 2017. The anatomical side of the knee is unknown.